Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, that the 8mm tenaculum forceps instrument had a loose wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to attempt to obtain additional information related to the event. However, as of the date of this report, no further details have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis and was approximately 0.046¿ x 0.032". Failure analysis found the primary failure of a broken pitch cable to be related to the customer reported complaint. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. An additional observation not reported by the site and not related to the primary failure was identified. The tenaculum forceps instrument main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.05" to 0.28" in length and were not aligned with the tube axis and the material was missing from the surface of the main tube. A review of the instrument log for the tenaculum forceps (470207-10/n102103220037) associated with this event has been performed. Per logs, the tenaculum forceps was last used in a procedure on (B)(6) 2021 on system sk0438. The alleged instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the failure analysis findings. A tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.